Manufacturer narrative:
Bd pas acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the returned samples and/or photograph(s) confirmed (B)(4) (low/no draw) was appropriate.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes would under fill due to low vacuum.

Manufacturer narrative:
Date received by manufacturer is corrected to 05/05/2017.